Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 5:30 am, the patient woke up with an alert for a low cgm reading. The patient was not feeling well and drank juice after which the cgm went up to 140 mg/dl. But even after getting within range readings from cgm device, the patient kept on vomiting whatever he ate or drank. During this time, no fingerstick was taken as the patient thought he was just sick. On (B)(6) 2026, the patient was still vomiting and started to have diarrhea. The reading from cgm was at 70 mg/dl, and the patient's girlfriend decided to drive him to the ER. No medication was taken up until that point. When a fingerstick was taken at the ER, the cgm reading was low, and the blood glucose reading was 800 mg/dl. The patient was diagnosed with diabetic ketoacidosis and pancreatitis and was admitted into the intensive care unit (ICU). The patient was treated with intravenous insulin. At the time of the report, the patient was still admitted into the ICU, and the blood glucose reading was 166 mg/dl. The patient was feeling better but was still being monitored for pancreatitis. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.